Manufacturer narrative:
(B)(4). Visual analysis of the photographs identified: through the photos provided, it is not possible to determine the lot number and catalog observed broken device. No observed creases. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Physician reported left side "implant rupture." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported left implant ruptured, diagnosed via ultrasound. Subsequently, "ultrasound has identified, " device separated from capsule, silicone in between capsule membranes. Intracapsular rupture, device also folded and left axilla with benign ganglion (13mm)". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device on posterior side assessed, as unidentified (tear) opening (shell thickness was within specification). No further actions are required, as the device was implanted.

Event description:
Physician reported, left side "implant rupture". Device has been explanted and replaced with a non-allergan device.